Manufacturer narrative:
Film evaluation summary: the exact cause of the inaccurate delivery of the bifurcate, leading to the proximal type I endoleak, could not be determined from the films provided. Pre-implant films revealed that the proximal neck was short and conical-shaped, ranging in diameter from 28 ¿ 32mm along a 7mm length, and the aortic diameter just above the left renal narrowed to ~23 ¿ 25mm in diameter. Several short videos of an angiogram during implant revealed that the endurant bifurcate had been deployed ~10mm below the left renal artery within the conical-shaped neck and there was a likely proximal type I endoleak. Images during stent graft deployment and removal of the delivery system were not seen in the films. The apices of the bifurcate suprarenal stents were positioned within the narrowed section of the neck near the level of the left renal, and stents were possibly entangled. Per the calibrated catheter, the flow lumen diameter at the level of the left renal measured ~15mm, and 15mm lower the diameter at the bifurcate proximal margin was ~33mm. After implanting an endurant aortic cuff 10 ¿ 15mm above the bifurcate just below the left renal artery, and placement of multiple endoanchors into the cuff/aorta, the type ia endoleak had not resolved. Another manufacturer¿s aortic cuff and left renal stent was then seen having been implanted above the endurant bifurcate/cuff. The left renal and stent grafts were patent; however, the type ia endoleak persisted. It is likely that the events were user related (pulling down the pig catheter resulting in the bifurcated moving distally) as well as anatomy related due to implanting within the short <(>&<)> conical-shaped neck. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 56 mm abdominal aortic aneurysm. It was reported that before deploying the suprarenal stent of the endurant iis bifurcation stent graft that the physician pulled the pig catheter back through the seal zone as it was in the area where the suprarenal stent would release. This repositioning the of the pig catheter caused the entire endurant iis bifurcation stent graft to shift downwards missing the target zone by approximately 5-7 mm. It was reported that the movement of the endurant iis bifurcation stent graft downwards was due to the short conical nature of the infrarenal neck and user error. An endurant ii aortic extension and endoanchors were also placed in the patient. A type ia endoleak was observed at the top of the graft. The physician attributed the cause of the event to the narrowed juxtarenalanatomy which caused the graft(s) to slip down as well as be "pinched" at the proximal edge causing a type ia endoleak. A gore 36 mm cuff was placed along with a left renal snorkel (stent) to address the event. There is still a small type 1a endoleak that was observed at the end of the procedure. No additional clinical sequelae were reported and the patient is being monitored.